Event description:
It was reported that the insertable cardiac monitor (icm) exhibited a telemetry/communications anomaly. The icm was explanted and was replaced. The patient's status was not reported.